Event description:
Reference number (B)(4). Event occurred in china. It was reported that the patient faced an event on (B)(6) 2024 where tubing was detached from connector at site location. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: china.